Event description:
It was reported that when using the bd pyxis¿ medbank tower, validation code was invalid. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that validation code was invalid. A technical support specialist (tss) remoted into the station and verified the validation code provided by the pharmacy was correct. Advised customer to retry issuing the item, and the transaction completed smoothly. The system functioned as intended after the technical support specialist troubleshot the device.